Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain the explant date, but it could not be obtained.

Event description:
It was reported that the patient developed an infection at the ipg site. As a result, the ipg was explanted on an unknown date, and the infection has since resolved.